Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp probe was implanted without issues on (B)(6) 2022. After a few days, icp readings were 6-9mmhg with waveform and it was explanted on (B)(6) 2022. The neurosurgeon monitored the pressure reading after removed to assess for atmospheric zero. The pressure readings to air went from 6-9mmhg to 16mmhg.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp probe was implanted without issues on (B)(6) 2022. After a few days, icp readings were 6-9mmhg with waveform and it was explanted on (B)(6) 2022. The neurosurgeon monitored the pressure reading after removed to assess for atmospheric zero. The pressure readings to air went from 6-9mmhg to 16mmhg.

Manufacturer narrative:
The cerelink was returned for evaluation. Failure analysis: based on the supplier analysis and investigation, the issue of the complaint was not confirmed. Catheter material mashed 5.5cm from tip and 39.4cm from connector. Received catheter with a part attached that is not a millar part and shows catheter bent/mashed at tip end. Cerelink monitor reading was acceptable; icp express passed with reading 587. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause: the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause reported by customer could probably be due to excessive pressure applied to product.

Event description:
N/a.